Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that vasoview hemopro 2 used for an endoscopic vein harvesting procedure did not produce cauterization. Generator and cables were checked, along with all connections, and no issues were noted. A new device was opened, using the same generator and cables, and worked as expected. No patient injury occurred.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 10/20/2022. An investigation was conducted on 11/02/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the harvesting device or cannula. The c-ring was observed to be intact with no visual defects observed. A microscopic evaluation was conducted. The clear silicone insulation of the cold jaw was observed to be peeled and degraded from the tip, exposing the metal tip of the jaw. The insulation of the hot jaw and the heater wire were observed to be intact with no visual defects observed. An electrical inspection was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .68 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation, the reported failure "failure to deliver energy¿ was not confirmed; however the analyzed failure "peeled; jaw" was confirmed. The lot # 3000254973 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.